Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that stimulation on the right side was working but stimulation on the left side quit. The patient reported that he felt no stimulation on the left side. The patient reported that he put new batteries in the patient programmer (pp). The pp showed the ins was on. The patient reported that he saw the number 2 when asked what his amplitude was. The patient increased stimulation on the call and reported that he felt very little on the left side after. The patient then reported that he still felt no stimulation on the left side. It was noted that there was no option to change groups. The patient also reported that he had no problems with the previous device, he had problems with his current ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated he was tail gated a long time ago. Patient was not sure why he lost stimulation on his left side. It was reported that the manufacturing representative fixed everything and patient was now able to feel stimulation on that side. Patient reports that it has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient regarding a letter that he had received. The patient reported that he was in contact with his healthcare professional (hcp) and had an x-ray performed on the day of the report; the hcp would follow-up with the patient when the x-ray was analyzed. The patient stated that the issue had not been resolved yet but he was working with his hcp. The patient also stated that he did not know the reason/cause of the stimulation was not working. No further complications were reported/anticipated.